Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alarmed for call service cs088 3 times. The reporter indicated that the pump was able to be resumed after removing the battery and performing the ezprime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box showed that multiple call service cs 088 alarms occurred on the date of the reported issue. The pump successfully performed the rewind, load, and prime steps and was exercised for 24 hours without alarms duplicated. The pump was opened and no internal defects or damage were found. The complaint was observed in the pump black box history but was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.